Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to an unknown product performance issue. Another lv lead was successfully implanted. No additional adverse patient effects were reported.